Manufacturer narrative:
The 8 mm monopolar curved scissors (mcs) instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm monopolar curved scissors (mcs) instrument was observed to be broken. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument had a broken cable. There were no issues with cautery. The instrument did not have unintuitive motion. No piece from the distal end of instrument got detached. There was no need of removing instrument along with cannula. The port incision was not increased. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. The instrument was available for evaluation.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.